Event description:
During a low anterior resection the surgeon fired the instrument prior to releasing the safety. The knife was coming out, although the device would not staple. The surgeon re-anastomosed the tissue with another device. Post operative bleeding occurred, since the surgeon damaged the tissue on the first firing. Re-operation was done to complete the case.